Event description:
It was reported that this right ventricular (rv) lead shock impedance has been gradually increasing, measurements had been within range. Technical services (ts) was consulted and provided recommendations. Additional information was received mentioning that the shock impedance values increase to high, out of range measurements. At a surgical intervention the pocket capsulation was removed and shock impedance decreased to within range values. This rv lead remains in service. No additional adverse patient effects were reported.